Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the mid lad during the index procedure. It is reported that the pt suffered an acute stemi approximately 3 months post index procedure. It is reported that it was a q-wave mi, located in the anterior not involving the target lesion. Investigator has indicated that the event was not related to the study device. It is reported that there was a revascularization carried out on the same day and there was another endeavor sprint rx stent implanted in the proximal lad. It is reported that the pt recovered with treatment. (Ref MFR # 9612164201101109).

Event description:
Clinical events committee (cec) adjudicated that the patient suffered a stent thrombosis event approximately 3 months post the index procedure.

Manufacturer narrative:
Correction: cec adjudicated that mi occurred one day earlier than previously reported. Evaluation, results: inherent risk of procedure (stent thrombosis). (B)(4).

Manufacturer narrative:
(B)(4).